Event description:
The dentist reported a fractured screw.

Manufacturer narrative:
Upon visual inspection, it was confirmed that the device has fractured near the threads of the screw. The hex of the device also appears stripped with reddish/brownish debris remaining stuck inside. The lot number for the screw was not provided and therefore a device history record review could not be completed. Visual inspection of the device in comparison to the drawing did not provide any indication of a manufacturing deviation that would contribute to this event. A definitive root cause has not been determined.(B)(4)